Event description:
Procedure: lap gastric bypass. According to the reporter: on the final firing to excise tissue and an extra piece of pouch, everything seemed fine but upon inspection, the staples did not form and the knife did not cut. Staples did not form the b shape. The knife blade cut the serosal layer. Another device was applied and o.r. Time was delayed by more than 30 minutes.